Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon incoming inspection at the distributorship, that a hair-like substance was noticed in the sterile packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Visual examination of the returned product confirms the reported debris in the sterile packaging. Review of device history records identified no related manufacturing deviations or anomalies. The root cause is attributed to manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.